Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the inner pouch confirms there was an unknown piece of debris found taped to the outside of the pouch; the debris was found to be non-conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during incoming inspection at the warehouse, that it was discovered there was a foreign object within the sterile packaging. There was no patient involvement.